Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2007, 6949 implantable tachy lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient was having shortness of breath at night and that it goes away upon rising in the morning. Also, over the past four months the impedance had risen on both the right atrial (ra) lead and right ventricular (rv) lead. The ra lead impedance was now 1216 ohms and the rv impedance was now 1786 ohms. The pacing thresholds were also continuing to rise in conjunction with the impedance. The ra lead threshold was 1.75 volts at 0.4 milliseconds and the rv lead was 2.5 volts at 1.0 millisecond. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient's right atrial (ra) lead and right ventricular (rv) lead were capped and replaced. No patient complications have been reported as a result of this event.